Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not form. Case completed with another device of the same product code. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.